Event description:
It was reported that the customer dropped accidently the insulin pump and casing cracked, separated around the end by the arrow keys. The customer's blood glucose level was 130 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump will need to be replaced. The customer had a broken insulin pump.

Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unit received with cracked case at end cap. Unit received with minor scratched lcd window.